Event description:
The reporter stated that the device result was 488 mg/dl with a repeat test result of 67 mg/dl. He went to the hospital and was given treatment to increase his glucose. When he went home he said the device read 116 mg/dl and then 533 mg/dl. He was aware that hsi test strips were expired. The device was replaced and requested to be returned for evaluation.